Event description:
During a mapping and pulsed field ablation (pfa) procedure for atrial fibrillation, ablation was initiated in the right superior pulmonary vein using a farawave catheter. Immediately following the first application, the patient developed asystole. Attempts to increase pacing output via the existing right ventricular lead (set at 8 @ 1.5) were unsuccessful due to loss of capture. Temporary pacing was initiated using a duodecapolar catheter positioned in the coronary sinus. Fluoroscopic imaging revealed dislodgement of the patient's pre-existing right ventricular pacing lead, which was a 4-year-old non-boston scientific (non-bsc) lead. With temporary pacing established, the physician completed ablation in the right inferior pulmonary vein. A new right ventricular lead (ingevity) was implanted at the conclusion of the procedure. The event was attributed to dislodgement of the pre-existing non-bsc lead during the farapulse ablation procedure. No malfunction or performance issue was reported with the farawave catheter, and the procedure was completed as intended. The patient is expected to fully recover. It was further reported that during the ablation procedure targeting the right superior pulmonary vein, the patient experienced asystole when the procedure was approximately halfway complete. Imaging confirmed dislodgement of the pre-existing non-bsc right ventricular pacing lead/electrode from the right ventricle. Although the exact cause could not be definitively established, it is suspected that mechanical interaction during the procedure may have contributed to the lead displacement. Several devices were present in close proximity to the electrode, including the faradrive sheath (used for transseptal access), a duodecapolar (12-pole) catheter positioned in the coronary sinus, and an intracardiac echocardiography probe; therefore, any of these devices may have contributed to the lead dislodgement. No malfunction was identified in the farawave catheter or any other boston scientific device. Following implantation of a new right ventricular lead, the patient recovered post-operatively, was discharged from the hospital after several days, and is currently doing well.